Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. The wet intrepid plus fms was visually inspected. A piece of silicone material similar to the infusion sleeve was found inside the shaft of the infusion sleeve bubble suppression insert (bsi). The sample was tested with the returned infusion sleeve on a 0.9mm abs tip and the infusion sleeve fit securely onto the 0.9mm abs tip properly in accordance with the directions-for-use (dfu). A calibrated infiniti console was used and the sample could pass prime and tune with the ultrasonic handpiece successfully and could achieve maximum vacuum. Fluid flowed from the bss bottle through the irrigation path continuously, no fluidic anomalies were observed. The irrigation and aspiration flow rates were measured and found to be within specifications. Based on the location of the damage within the lumen of the infusion sleeve it is possible damage occurred when mounting the infusion sleeve onto the phaco tip but this cannot be confirmed. The dfu instructs the user to thread infusion sleeve onto the handpiece, over the u/s tip and cautions to avoid twisting of the sleeve. If the sleeve is twisted damage could occur within the infusion sleeve. The dfu indicates the sleeve end should clear bevel on u/s tip by 1-2, this allows for clear pathway for irrigation to occur. The customer should also be reminded the dfu states in step 8 to ensure to match the proper color coding for the ultrasonic tip and the corresponding infusion sleeve per section d in precautions and warnings to ensure a correct match and fit. The root cause of the customer's complaint could not be determined conclusively. While inside the infusion sleeve there appeared to be some damage, the sample passed functional and performance testing. We observed during testing the irrigation holes were not obstructed as the damage was below the irrigating holes within the infusion sleeve. The investigation was unable to demonstrate when or where this damage may have occurred. Action will not be taken for this occurrence. After investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the irrigation coming out from the phaco tip was small during a procedure. The products and handpiece were replaced and procedure completed with no patient harm. The sales representative indicated that suspect product is likely the infusion sleeve poor fitting.